Event description:
It was reported that the patient was experiencing excruciating pain from the bone healing system (bhs). The patient stated that he used the device for the first day and with in minutes he had excruciating pain. The patient rated the pain level as a 10 on a scale from 1 to 10, with 10 being the highest. The patient says that the pain subsides within an hour. The patient took ibuprofen 800 mg. The patient stated that he used it the next day with the same results. He believes that the unit is not helping him and he is very grateful but he does not want. No new product was shipped to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred in (B)(6) 2020. Medical product: synthes posterolateral condylar plate. Medical product: synthes medial condylar plate. Medical product: synthes 7.3 cannulated screw. Medical product:18 gauge wire. Medical product: locking and nonlocking screws. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing excruciating pain from the bone healing system (bhs). The patient stated that he used the device for the first day and with in minutes he had excruciating pain. The patient rated the pain level as a 10 on a scale from 1 to 10, with 10 being the highest. The patient says that the pain subsides within an hour. The patient took ibuprofen 800 mg. The patient stated that he used it the next day with the same results. He believes that the unit is not helping him and he is very grateful but he does not want. No new product was shipped to the patient.